Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that during an unspecified procedure involving an 80% stenotic, focal lesion located in the mid right coronary artery (rca), the nc monorail balloon ruptured. The lesion was predilated to 8 atms for 30 seconds with a 3.0x9mm maverick balloon followed by placement of a taxus 3.5 x 32mm drug eluting stent at 14 atm. The taxus drug eluting stent was post dilated with the nc monorail balloon. The first inflation was to 15 atms for 38 seconds and the second inflation was to 16 atms and the balloon ruptured. Deflation difficulties were encountered and the balloon appeared inflated under fluoroscopy. The balloon was removed without incident and the rupture was noted upon removal. The procedure was successfully completed with this device. No patient injuries or complications were reported. Patient status is reported as 'okay'.